Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The consolidated ventilator interface board and drive gas check valve were replaced.

Event description:
The hospital reported that, at the start of a case, prior to induction, mechanical ventilation was not functioning as expected. It was further noted that positive end expiratory pressure was higher than expected.